Event description:
As surgeon was closing surgical site, she noticed the tip of a needle she was using was missing. The tip was broken off. Search of or done and tip not found. X-ray done to confirm no retained foreign object.